Manufacturer narrative:
Concomitant product: 693265 lead.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances. The lead remains in use. No patient complications have b een reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.